Manufacturer narrative:
Device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from (B)(6). The patient presented with neurological symptoms of ptosis affecting the oculomotor cranial nerves. Treatment of a giant unruptured saccular sidewall aneurysm measuring 32.6mm x 8mm located in the left (ica) internal carotid artery. The patient was given anticoagulants and anti-platelets prior to the procedure and heparin was administered intra-operatively. On (B)(6) 2014, the patient underwent pipeline (4.5mm x 35mm) embolization treatment with coils. The anatomy was very tortuous. During the procedure, it was reported that the pipeline was implanted along the posterior segment of the horizontal cavernous ica which made visualization more difficult than anticipated. The pipeline was clear of the coils, particularly the pa projection across the neck. A small segment of the pipeline was not fully opposing the vessel wall of the artery and a maverick balloon was used in an attempt to angioplasty (an option presented in the instructions for use) the device open, but the tortuosity of the vessels would not allow the balloon to fully inflate. The pipeline still did not fully oppose the vessel wall, but there was substantial stasis within the aneurysm. The overall appearance was felt to be good apart from the small area of poor apposition and a decision was made to discontinue further attempts to expand that segment of the pipeline. The scale of roy and raymond noted a residual aneurysm. Post procedural imaging showed some dysplastic segments of the parent artery with diameters of up to 4.7mm. Partial coiling and placement of the pipeline demonstrated a decrease in filling. No further intervention was needed and the patient was discharged on (B)(6) 2014.

Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating that the patient experienced a moderate, non-serious adverse event of headache on (B)(6) 2014. Medication was given as treatment (solu-medrol pack). This event was noted as related to procedure and is ongoing. On (B)(6) 2014, the patient also experienced a moderate, non-serious adverse event of increase in ptosis of left eye. No treatment required. This event is noted as related to procedure and is ongoing. (B)(4).